Event description:
It was reported that a pressure gauge needle remained at zero. A 26 encore single balloon catheter inflation device was selected to inflate a device intended for a pci procedure. During procedure, it was observed that there was no visible pressure measurement on the dial. It was further reported that the needle remained at zero when a solution was pushed into a catheter. The catheter was immediately removed by the physician and then switched to a new inflation device. The physician performed the usual preparation and inspected the device. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the device was received for analysis. A functional test of the complaint device was carried out using a test boston scientific stopcock. The device meet all specification however it was noted that before functional testing the needle of the gauge was between 0 and 26 atm. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that a pressure gauge needle remained at zero. A 26 encore single balloon catheter inflation device was selected to inflate a device intended for a pci procedure. During procedure, it was observed that there was no visible pressure measurement on the dial. It was further reported that the needle remained at zero when a solution was pushed into a catheter. The catheter was immediately removed by the physician and then switched to a new inflation device. The physician performed the usual preparation and inspected the device. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).